Event description:
As reported by our (B)(4) affiliate, approximately 13 months post implantation, the 26mm sapien xt valve was explanted. A 3 month follow up visit revealed increasing aortic gradient (30mmhg). The patient received a surgical valve and as of the last communication the patient¿s condition was good. The explanted valve revealed an oval opening and on all 3 leaflets covered by fibrin/thrombus material. There was no calcification, or pannus. An echo could not determine if the valve was oval post implant, and a post CT was not performed. As reported, there was no gradient post implant. As per report, it was thought that the valve might have been oversized to avoid paravalvular leak (pvl). No patient factors were available.

Manufacturer narrative:
Per the instructions for use (IFU), valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mount sinai hospital health library, prosthetic heart valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or blood flow in and around the prosthesis. Factors that may increase your chance of developing prosthetic heart valve thrombosis include: inadequate anticoagulant/blood thinning therapy after a valve transplant, atrial fibrillation, systemic diseases (i.e. Systemic lupus erythematosus or inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the valve thrombosis is unknown. However, as per report, it was thought that the valve might have been oversized, which may have impacted leaflet coaptation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.